Manufacturer narrative:
The sodium electrode lot number was aky60 with an expiration date of 05-nov-2024. The potassium electrode lot number was agb53 with an expiration date of 05-nov-2024. The chloride electrode lot number was ake39 with an expiration date of 05-nov-2024. The field service engineer found the syringe seal for the ise sipper was worn and there was crystallization around the edge of the dilution vessel and the prongs for the internal standard and diluent. He cleaned the ise dilution vessel and around the ise block and checked/verified the main pump and gear pump pressure. He replaced the syringe seals, ise probe, and pinch valve tubing, checked the adjustments for the ise probe, and performed mechanism checks and air purges which passed. He performed calibration, qc, and precision with results within the accepted ranges. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of analyzer alarms and questionable results for approximately 6 patient samples from the cobas pro ise analytical unit. The samples were repeated on another cobas pro ise analytical unit. Example 1 initial sodium result was 139mmol/l and the repeat result was approximately 119mmol/l. Patient 1: the initial chloride result was 118 mmol/l and the repeat result was 104.6 mmol/l. The initial potassium result was 3.53 mmol/l and the repeat result was 4.04 mmol/l. The initial sodium result was 116.2 mmol/l and the repeat result was 138.5 mmol/l. Patient 2: the initial chloride result was 234.2 mmol/l and the repeat result was 102.4 mmol/l. The initial sodium result was 67.5 mmol/l and the repeat result was 139.7 mmol/l. The repeat results were believed to be correct.